Event description:
About three months later, it was reported that the patient had been transferred to another facility, and the pump was thought to still not have been filled. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's baclofen pump had not been filled since (B)(6) and had stopped alarming. The health care provider needed to find "local means" to have it evaluated and refilled "or other." It was reported the hcp of record with the pump did not have privileges where the patient was hospitalized. It was reported case management was following this along as well. It was also reported, the hcp wanted to follow up with the case manager and primary physician to figure out "how to get his pump operational again." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).